Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2012, the patient returned to the doctor with swelling and pain at the height of his navel. The patient was diagnosed with a recurrent umbilical hernia. The patient underwent a reoperation in (B)(6) 2012. The surgeon found that the device was crimped up. Additional information was requested.

Manufacturer narrative:
Conclusion: a portion of the excised mesh was returned for evaluation. The histological examination shows an excised peritoneum tissue sample with embedding of alloplastic mesh tissue. Further present are massive sheet-like fibrosis and distinct chronic inflammation. No conclusion of the shrinking could be determined based on the histological examination of the excised tissue sample. Actual device involved in this event was returned for evaluation.